Manufacturer narrative:
D4:corrected model and unique identifier(UDI). Section d4 was updated to indicate correct model # and remove UDI. D4. UDI# - the device has a date of manufacture of 8/22/2003 and was not subject to UDI requirements.

Event description:
It was reported to vyaire medical that the unit would not pressurize on the 3100 b ventilator. The customer reported there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.